Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Tower is bent.

Manufacturer narrative:
Additional narrative: examination of the returned device was unable to confirm the reported event of functional concerns. The returned tibial drill tower was functionally tested with a depuy retained tibial drill and found to function as intended. The retained tibial drill passed through the drill tower with no restrictions. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.